Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, upon interrogation of the pacemaker on (B)(6) 2015, the pacing and polarity settings were unexpectedly found in ddd mode with unipolar configuration, instead of safer mode with bipolar configuration. The follow-up session was finished without reprogramming the settings to the previous values. On (B)(6) 2016, the pacing mode was reportedly reprogrammed from ddd to vvi. On (B)(6) 2016, the polarities were reportedly reprogrammed from unipolar to bipolar.

Event description:
Reportedly, upon interrogation of the pacemaker on (B)(6) 2015, the pacing and polarity settings were unexpectedly found in ddd mode with unipolar configuration, instead of safer mode with bipolar configuration. The follow-up session was finished without reprogramming the settings to the previous values. On (B)(6) 2016, the pacing mode was reportedly reprogrammed from ddd to vvi. On (B)(6) 2016, the polarities were reportedly reprogrammed from unipolar to bipolar.